Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message code was received while completing an oil extraction procedure. The surgery was aborted. The customer forgot to place rubber stopper in syringe. There was no pt harm.